Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced high blood glucose of 440mg/dl. Customer treated high blood glucose with bolus. Customer¿s current blood glucose was 347mg/dl and 330mg/dl at time of incident. Customer mentioned that insulin pump working fine. Insulin pump will not be return for analysis.